Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. Customer states that the catheter twisted around the wire and the proximal balloon ruptured. When this was noticed, it was extremely difficult to deflate the distal balloon.